Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchanged took pace on (B)(6), 2013. The cause of the exchange was noted as "pump thrombosis". Information provided by the perfusionist indicated that the patient's pump speed was set at 8800 rpm and power baseline was 5.2 watts with elevations up to 6.9 watts. The patient also had decreasing pi from 6.3 to 4.0 and lactate dehydrogenase was 650. At the time of the pump exchange, thrombus on the outflow stator and bearing was noted. The pump will not be returning for evaluation.

Manufacturer narrative:
The manufacturer was advised that the device will not be returning for evaluation as it was disposed of at the time of explant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.